Event description:
The healthcare professional reported that during an endovascular embolization procedure, the EU 4.5x22mm stent 12 mm dw tip (enc452212/9784477) was impeded in the microcatheter hub, and could not be pushed further into the microcatheter. The physician only retracted the stent alone and switched to another EU 4.5x22mm stent 12 mm dw tip (enc452212/9784477). The microcatheter was not replaced. There was no patient injury reported. No additional information is available. Based on the product analysis of the device received, there was a separation observed on the delivery wire.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. The purpose of this MDR submission is to document the findings of the device investigation. There was a separation observed on the delivery wire, which meets the applicable regulatory reporting criteria. The device was returned to j&j medtech for further evaluation. A non-sterile EU 4.5x22mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and large amounts of dried saline were found surrounding the markers of the stent. The enterprise system was flushed using a lab sample syringe, and the system was attempted to be advances; however, high resistance was met. The stent was expulsed from the introducer, and the delivery wire tip was found separated from the delivery wire. A device history record (DHR) was performed, and no internal actions were identified. The issue reported regarding the impeded stent is confirmed based on the damage of the delivery wire. This condition suggest that excessive force could had been inadvertently applied during the attempts to overcome the impeded condition reported, resulting in the damages of the delivery wire. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.